Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a consumer with supplemental information from the physician from the (B)(6) of pseudo membranous colitis and peritonitis bacterial in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient developed pseudo membranous colitis. On (B)(6) 2010, the patient was diagnosed with peritonitis which was manifested by abdominal pain and cloudy effluent (cloudy output). The cause of the peritonitis was pseudo membranous colitis. The patient was treated with an unknown antibiotic. The pd therapy was ongoing. It was unknown if the peritonitis was resolving. It was unknown if the pseudo membranous colitis was resolving.